Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the physician was removing the device when the exit marker detached inside the patient's stomach. Biopsy forceps were used to remove the exit marker from the patient. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on (B)(6) 2012 that a cre balloon dilatation catheter was used during an esophageal dilatation procedure performed on (B)(6) 2012. According to the complaint, during the procedure, the physician was removing the device when the exit marker detached inside the patient's stomach. Biopsy forceps were used to remove the exit marker from the patient. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results. Only a portion of an exit marker was returned for evaluation. Visual evaluation of the exit marker showed that it was cut/detached from the remainder of the exit marker circumferentially. The reported defect of exit marker loose/detached was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. A review of the device labeling and directions for use was performed and showed the device was used in accordance with its labeling.

Manufacturer narrative:
Patient age, gender, and weight are unknown. However, it was reported the patient is over 18 years. The reported event of exit marker detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.